Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 05 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife . Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was stated by the supplier that "we checked the device at our end and confirmed the issue. A new complaint has been received regarding sleeve damage (5pc) at the new hospital, similar to previous issues. The lot is also the same: 230200827. We have confirmed that the adhesive area between the sleeve and the airbag has come undone. We consider there may be an adhesive failure between the sleeve and the airbag. Even after 2 hours of pressurization, the pressure gauge maintained a reading of 300 mmhg".

Event description:
It was stated by the supplier that "we checked the device at our end and confirmed the issue. A new complaint has been received regarding sleeve damage (5pc) at the new hospital, similar to previous issues. The lot is also the same: 230200827. We have confirmed that the adhesive area between the sleeve and the airbag has come undone. We consider there may be an adhesive failure between the sleeve and the airbag. Even after 2 hours of pressurization, the pressure gauge maintained a reading of 300 mmhg."

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): pressure infusor the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 05 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. . Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint reported an issue where "adhesive part on the back has come off." An investigation confirmed that no patients were affected; however, the issue did occur during patient use. The supplier's investigation verified that the sleeve separation led to splitting. According to the supplier's findings, the root cause was the absence of defined specifications for peel strength and heat-sealing strength, resulting in these properties being weaker in the first lot (22051413) compared to others. Per the risk assessment performed in the activity log, the risk determination (low) indicates that the complaint does not need to be submitted to the CAPA review board. There were 9 complaints reported for part number zit-520 for "falling apart/adhesive failure." There were 30 complaints reported for part number zit-520 during the same timeframe related to different failure mode. A resolution letter was sent to the customer. We will continue to monitor trends during our periodic complaint review meetings.